Event description:
A surgeon reported that the vitreous probe not functioning to expectations during a retina procedure. The probe was giving out bubbles. The customer also suspected that the low infusion rate and the low aspiration rate were contributing to the bubbles. Therefore, in order to get around the bubbles, the surgeon increased the aspiration rate and the infusion rate. During the case it was observed that there was an artery off on the side of the retina, but during instrument exchange vitreous prolapsed occurred and the artery ruptured, leading to a hemorrhage. The reporter informed that there is possible loss of the pt's central vision in the involved eye. However, it is unk at this time the extent of the vision loss. Upon follow up conducted by a company rep regarding the reported issue, it was informed that the pt had to have a retina detachment repair. It is unk when the retina detachment occurred from the time of initial event. A questionnaire was sent to the surgeon for additional details and to request the product sample for evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).